Manufacturer narrative:
A review of the approved device history records indicated the lot met all release criteria. The device was reported unavailable for evaluation. Based on the information provided, the root cause of this complaint cannot be determined.

Event description:
It was reported that the physician was performing a splenic aneurysm embolization. Physician had a 6 fr cook raabe guiding sheath in the splenic artery. He advanced a terumo 4 fr x 100cm glidecatheter (non-tapered angel) into the aneurysm. When advancing the 14x34 framer through the glidecatheter, it got stuck once it was half way out of the end of the catheter and would not advance. When pulling back on the pusher wire, the coil detached inside the glidecatheter. The coil was flushed into the aneurysm sac with a bolus of saline. The coil was implanted successfully despite the premature deployment. There was no reported patient injury.